Manufacturer narrative:
Investigation result of stent partially deployed. Investigation result of sheath partial detachment. A visual examination of the returned wallflex enteral duodenal stent noted that the stent was partially deployed by 18mm and the dark blue outer sheath was kinked 175 mm distal to the distal handle. During an attempt to deploy the stent, the investigator identified a break at the junction between the clear and dark blue outer sheaths which was preventing the stent from being deployed. The shaft was dissected at the proximal end of the clear outer sheath and the stent and the inner were withdrawn. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. The damage identified during the product analysis were consistent with the application of excessive force on the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was used during a duodenal prosthesis implantation procedure performed on an unknown date. According to the complainant, the stent failed to deploy. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed and the sheath was partially detached at the junction between the dark blue sheath and the clear sheath.